Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. A review of the vad¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing; visual inspection revealed contamination within the driveline connector port of the controller. Log file analysis revealed three electrical fault alarms logged on 7-jan-2019 at 21:41:35, 20-feb-2019 at 10:42:48, and 20-feb-2019 at 19:31:03, each due to an open phase on the front stator, resulting in the pump running on the rear stator only. In addition, two high watt alarms were logged on 7-jan-2019 at 21:41:39 and 20-feb-2019 at 10:42:51, likely due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. Based on the available information, the damage to the driveline cable was likely a progression of the previously reported damage. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the reported electrical fault alarms and high watt alarms were likely caused by contamination/foreign material of the driveline cable connector. An internal investigation was opened to further evaluate issues related to driveline connector contamination leading to electrical faults; based on the investigation, the most probable root cause has been attributed to design/training issues. Additional products: d4: serial #: (B)(4) d10: yes, return date: 24-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 331 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. Controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 31-aug-2018, UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 31-aug-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault and high watt alarms due to possible contamination of the controller driveline connector port and the driveline connector. The driveline cable sheath had a crack and the driveline wires appeared to be cloudy. Driveline servicing and sheath repair was performed, and the controller was exchanged. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.